Manufacturer narrative:
N the investigated complaint, there were no circumstances provided on how the equipment was damaged. However, based on the provided photographic evidence and the conducted investigation it is believed, that the most likely scenario is that the side rail partially detached (2 out of 4 screws holding the panel were ripped off) due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. 11): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rail of the bed was partially detached from the bed frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to detachment of the side rail which can lead to a patient fall. No injury was reported.

Event description:
At the time of pick-up of citadel plus bed frame the arjo representative found that the right-hand foot-end side rail of the bed was damaged. There was a partial detachment of the side rail as two of four mounting screws were ripped off. There was no indication of the patient involvement. No injuries were reported.